Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product bi71000194, lot number: unknown h3/h6: the system was serviced in the field and the hand switch was replaced. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system would not perform a 3d spin. However, it did perform a 2d spin. There were no warning signs or error messages to indicate a malfunction. There was no patient involvement.

Manufacturer narrative:
H3, h6) the product ID: bi71000194, lot number: 462107 rev. F, was returned to the manufacturer for analysis. Visual inspection passed. The hand switch was installed into a test imaging system and the system booted and readied. When actuated, the three-dimensional (3d) button would not acquire an image. Two-dimensional (2d) and store buttons were functioning as expected when pressed. The hand switch was faulty. Previously reported codes, b01 and d02 are applicable as well as newly reported code, c02. H2) update made to img (annex g) component. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.